Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for the severed trunk cable connector was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's belt had a damaged cable.